Manufacturer narrative:
Section b3: the reported event date is an estimate. The event date was reported as follow, ¿the noise was known to the managing clinic about 6 to 24 months post implant¿.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. The noise issue was known to the device clinic for years, about 6 to 24 months post initial implant. The rv lead noise was reproducible with isometrics test. The rv lead was explanted and replaced. The patient was in stable condition.